Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal vip was returned for evaluation. The arteriotomy locator, hemostasis sheath, guide wire, and the carrier tube assembly within the sealed pack polyfoil pouch was returned for analysis. Visual inspection revealed there was a kink observed at the blood inlet hole of the arteriotomy locator. There were no signs of use of the device. No other anomalies were noted with the returned components based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the application of an off-axis force to the arteriotomy locator while removal of the locator from the packaging tray may have contributed to kink at blood inlet hole. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon opening the angio-seal vip device it was bent. The device was set aside and was not used to perform the procedure.